Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 50713489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 4 (dates: (B)(6) 2001, (B)(6) 2002, (B)(6) 2009, (B)(6) 2013), ectopic pregnancy and arm operation. Previously administered products included for birth control: birth control pills. Concurrent conditions included renal calculi, renal stone, ureteral calculus, tissue calcification nos, epigastric pain, bleeding menstrual heavy, menstruation abnormal, nonsmoker, uterine prolapse, pain menstrual, obesity, paratubal cyst, hemorrhage and obesity. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("abdomina pain (every day; mild to severe)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and fatigue had resolved and the genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure was then identified protruding from the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. On (B)(6) 2017, laparoscopic salpingectomy with extraction of essure showed, part a left tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage. Part b right tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records:uterine haemorrhage confirming the event genital haemorrhage. ¿ most recent follow-up information incorporated above includes: on 6-feb-2018: pfs received - case updated as incident. New events, "new events, ¿hormonal changes, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain, hair loss, abdomina pain (every day; mild to severe), did not undergo an essure confirmation test and abnormal uterine bleeding" were added. Lot number was added. New reporter was added. Historical and concomitant conditions and treatment medication were added. Lab data was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 50713489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (dates: (B)(6) 2001, (B)(6) 2002, (B)(6) 2009, (B)(6) 2013), ectopic pregnancy and arm operation. Previously administered products included for birth control: birth control pills. Concurrent conditions included renal calculi, renal stone, ureteral calculus, tissue calcification nos, epigastric pain, bleeding menstrual heavy, menstruation abnormal, nonsmoker, uterine prolapse, pain menstrual, obesity, paratubal cyst, haemorrhage nos and obesity. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdomina pain (every day; mild to severe)") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and fatigue had resolved and the genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure was then identified protruding from the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. On (B)(6) 2017, laparoscopic salpingectomy with extraction of essure showed, part a left tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage. Part b right tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records:uterine haemorrhage confirming the event genital haemorrhage ¿ most recent follow-up information incorporated above includes: on 2-may-2018: pfs received - reporter added. Event "mood swings" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 50713489-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (dates: (B)(6)2001, (B)(6)2002, (B)(6)2009, (B)(6)2013), ectopic pregnancy and arm operation. Previously administered products included for birth control: birth control pills. Concurrent conditions included renal calculi, renal stone, ureteral calculus, tissue calcification nos, epigastric pain, bleeding menstrual heavy, menstruation abnormal, nonsmoker, uterine prolapse, pain menstrual, obesity, paratubal cyst, haemorrhage nos and obesity. On (B)(6)2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdomina pain (every day; mild to severe)") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, nausea and fatigue had resolved and the genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure was then identified protruding from the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. On (B)(6)2017, laparoscopic salpingectomy with extraction of essure showed, part a left tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage. Part b right tube with coil: segment of fallopian tube with paratubal cysts and recent hemorrhage ¿concerning the injuries reported in this case, the following one was described in patient¿s medical records:uterine haemorrhage confirming the event genital haemorrhage ¿ most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.